Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03377 / 1825034-2016-03858).

Event description:
It was reported in operative notes received that patient underwent a right hip revision procedure approximately 6 years post-implantation due to pain and metallosis. During the procedure, rust colored synovial fluid, synovitis and a lack of ingrowth around the acetabular component were noted. The femoral head and cup were removed and replaced. A competitor cup and liner were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Legal counsel forwarded operative notes which stated that patient underwent a right hip revision procedure approximately 6 years post-implantation due to pain and metallosis. During the procedure, rust colored synovial fluid, synovitis and a lack of ingrowth around the the acetabular component were noted. The femoral head and cup were removed and replaced. A zimmer cup and liner were used to complete the procedure.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. The acetabular cup, liner and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.